Event description:
Reporter alleged obtaining an undosed result of 123 mg/dl on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was revised to address a talus that had fallen into severe valgus. Poly wear of the insert and osteolysis were also reported.